Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia threatening ischemia (clti). Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. After a guidewire was crossed the lesion, a 1.2mm x 15mm x 142cm fg coyote fc (emerge) balloon catheter was advanced for dilation and was inflated twice at 16 and 18 atmospheres respectively. However, on the third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with 2-240 non-boston scientific balloon catheter. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia threatening ischemia (clti). Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. After a guidewire was crossed the lesion, a 1.2mm x 15mm x 142cm fg coyote fc (emerge) balloon catheter was advanced for dilation and was inflated twice at 16 and 18 atmospheres respectively. However, on the third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with 2-240 non-boston scientific balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Corrections: d1: brand name corrected from emerge to nc quantum apex. D4: model number corrected from 24707 to 24709. D4: lot number corrected from 0028476589 to 0027129405. D4: catalog number corrected from 24707 to 24709. D4: expiration date corrected from 12/01/2023 to 04/13/2023. D4: UDI corrected from (B)(4). H4: device manufacture date corrected from (B)(6) 2021.